Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The hcp reported that they checked the ins prior to the patient having an MRI and they reported that c-11 showed high impedance of 3023 ohms. The hcp reported that the pair was high no matter what voltage the impedances were tested at. The hcp reported that the impedances were taken several times, but the results were unchanged. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider¿s office stated the physician was no longer at the clinic they were previously practicing at. No further complications were anticipated.